Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box, lot number 73h1500255 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the packages are not sealed properly and the sterility is not assured. The issue was noted during in-coming inspection.

Manufacturer narrative:
(B)(4). The customer returned one sealed unit 528235 visistat 35w 6/box from lot number 73h1500255 for investigation. Visual examination revealed that there appears to be a sealing issue along the upper left corner of the lidstock with the stapler package laid lidstock side down. Reference files (B)(4) for investigation photos. Nonconformance, (B)(4), has been initiated to further investigate this complaint issue. The reported complaint of an improperly sealed package was confirmed based upon the samples received. Based on the observed defect, the probable cause for this complaint issue is packaging related. Nonconformance, (B)(4), has been initiated to further investigate this complaint issue. The samples have been forwarded to the manufacturing site for further investigation.

Event description:
Alleged event: the packages are not sealed properly and the sterility is not assured. The issue was noted during in-coming inspection.